Event description:
It was reported that an altitude alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer, with guidance from technical support, removed an obstruction from the pump's speaker holes, cleaned them, and reconnected the cartridge, which allowed insulin to resume after a short wait. The pump resumed normal operation, and technical support shared tips for preventing future altitude alarms.